Event description:
Pt was in cath lab for diagnostic cath. Procedure was completed with angioseal closure device. Angioseal failed to achieve homeostasis and manual pressure was held on the pt for a total of 20 minutes. In the recovery area, the pt was found to have initial absent pulse on right dorsalis pedis and right posterior tibialis. Doppled pulse found intermittently in phase 1 recovery and consistently in phase 2 recovery. Pt was transferred to a higher level f care for evaluation and a possible arterial occlusion. The company rep was notified of the incident, reported to ncps. This is the second incident in just as many days that the angioseal did not achieve homeostasis. It is recommended that the device be evaluated, as research indicated journal articles found the same incidents happening.